Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: perils of dermal fillers, webster, james, british journal of oral and maxillofacial surgery, volume 57, issue 10.

Event description:
This case was linked to 3013840437-2020-00011, referring to the same literature article. This literature report from (B)(6) concerns a (B)(6)-year-old male patient. He was treated with a mixed hyaluronic acid and calcium hydroxyapatite injectable filler (intentional device misuse). After the mixed injection, the patient developed skin necrosis. The outcome of the event was not reported. In the opinion of the author, skin necrosis is one of the most severe complications of filler injections. Mixing filler materials to achieve more ideal filler characteristics is confounding the reversal process and hence when complications arise, they are more likely to progress to skin necrosis.